Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 3 patient samples tested with bil-d gen.2 assay on a cobas c 503 analytical unit. Sample 1: initial result: 0.448 mg/dl. Repeat result: 0.10 mg/dl (tested on a cobas pure analyzer). Sample 2: initial result: 0.554 mg/dl. Repeat result: 0.14 mg/dl. Sample 3: initial result: 0.56 mg/dl. Repeat result: 0.17 mg/dl. The customer noticed that the difference between the bilirubin total and the initial bilirubin direct results was negative, prompting the repeat of sample 1 and sample 2 on a cobas pure analyzer. No questionable results were reported outside the laboratory. The repeat results obtained on cobas pure were deemed to be correct, as the bilirubin direct results were lower in value than the bilirubin total results.

Manufacturer narrative:
In the initial medwatch, the statement in b5 describe event or problem should have been: "we received an allegation about discrepant results for an unspecified number of patient samples tested with bil-d gen.2 assay on a cobas c 503 analytical unit. Discrepant results for 3 patients' samples were provided." Instead of: "we received an allegation about discrepant results for 3 patient samples tested with bil-d gen.2 assay on a cobas c 503 analytical unit." Medwatch field b7 was updated. The calibration and qc were acceptable. The field service engineer visited the customer's site after the reagent pack had been replaced. The customer has not complained of any further issues. The investigation did not identify a product problem. The cause of the event could not be determined.